Event description:
There was an allegation of false positive elecsys hiv duo results for 3 patient samples on a cobas e 801 analytical unit. Sample 1: the elecsys hiv duo result was 1.82 coi (reactive). The pcr (polymerase chain reaction) result was negative. Sample 2: on (B)(6) 2026, the hiv duo result was 6.72 coi (reactive). On (B)(6) 2026, the hiv confirmatory test result was negative. The anti-hiv 1/2 and antigen combo result was negative. On (B)(6) 2026, the hiv duo result was 6.41 coi (reactive). On (B)(6) 2026, the hiv duo result was 7.08 coi (reactive) the anti-hiv result was 7.08 coi (reactive). The hiv ag result was 0.186 coi (non-reactive). Sample 3: on (B)(6) 2026, the hiv duo results were 1.75 coi (reactive), 1.66 coi (reactive), and 1.84 coi (reactive). The anti-hbs results were 2.00 iu/l with a data flag and 2.00 iu/l with a data flag. The anti-hcv result was 0.0411 coi (non-reactive). The hbsag result was -0.150 coi (non-reactive). The anti-hiv result was 0.00448 coi (non-reactive) the hiv ag result was 1.84 coi (reactive) on (B)(6) 2026, the hiv confirmatory test was negative. The anti-hiv 1/2 and antigen combo result was negative.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The investigation determined the issue is consistent with a sample-specific discrepancy. False reactive results may occur in elecsys hiv duo, the assay has a specificity of < 100%. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.